Manufacturer narrative:
Tech :- bed found in "down" storage. Head up function not working. Function does not work manually or under power. Battery led is on. Determined problem to be due to faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.

Event description:
Info indicated that the head up function was not working. Function did not work manually or under power. No injury reported.